Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during a thr procedure, the polarcup reducer part for impactor broke. Surgery was resumed, without any delay, with a change in surgical technique. Patient was not harmed.

Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement (thr) procedure, the polarcup reducer part for impactor broke. Surgery was resumed, without any delay, with a change in surgical technique. Patient was not harmed. A polarcup impactor handle was received for visual analysis without the polarcup reducer part for impactor, and the metal tip was noticed to be deformed. The device in question, polarcup reducer part for impacter, was not returned for visual inspection. Final product disposition is unknown. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. The review of the production documentation could not be conducted due to missing batch number. Furthermore, the concerning risk is covered through the smith + nephew risk management file. Due to insufficient information it is not possible to perform a review of past corrective actions. Based on available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Based on the available information, it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. The need for corrective action is not indicated. We remind to follow our document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), that all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. Smith + nephew will continue to monitor this device for similar issues. Should additional information become available, this complaint will be reopened.